Event description:
It was reported that during a laparoscopic nephrectomy procedure the stapler cut, but did not staple the renal vein. Another device was used to complete the case. There was no adverse patient consequence.